Event description:
It was reported that the original reason for implantation was duraplasty at posterior fossa / medullo blastoma. Continuous subcutaneous fluid collection (csf) in the epidural space from 1 week after implant. The device was removed 127 days later, because of subcutaneous fluid collection (csf) from the surface of the pdm continued although punctual draining had been performed. After replacing the pdm by fascia the csf leakage was improved. The device will be returned for examination.

Manufacturer narrative:
Analysis of the returned specimen is being conducted. Analysis of the returned specimen has not been completed.